Event description:
A physician successfully positioned and deployed an xact stent into the right internal carotid/common carotid artery. The pt was discharged home the following day. Four days post the procedure, the pt presented to the ER with intermittent shortness of breath, paroxysmal nocturnal dyspnea, orthopnea. The pt was admitted to the hosp and responded to lasix treatment. The pt was discharged home.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.